Manufacturer narrative:
Follow-up # 1 device evaluation the lay user/patients meter and control solution have been returned and further evaluated by lifescan product analysis with the following findings: the meter and control solution failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging inaccurate low control solution results. The user reported that the quality control tests failed specification because the results fell above the specified range on the test strip vial. The reporter claimed obtaining control solution reading(s) of 113-115 mg/dl with the control solution for the subject lot being 116-155 mg/dl. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #2: the test strips and control solution involved with this complaint failed testing. The test strips and control solution were both found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 2: this supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. The patient¿s test strips and control solution have been received and tested, the patient's meter has not.